Event description:
During review of the pump's alarm log, baxter personnel discovered a flo-gard infusion pump with failure code 12, which is an upstream occlusion alarm. Furthermore, baxter personnel discovered this device's door assembly had a broken latch, indicating a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a flo-gard infusion pump with failure code 12 was discovered and confirmed in the pump's alarm log, but could not be duplicated during product evaluation. No assignable cause could be provided for the reported condition and no repair was necessary. Should additional information be received, a follow-up medwatch will be submitted.